Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinic notes regarding a patient receiving gablofen (500 mcg/ml) via an implanted pump. It was reported via clinic notes dated (B)(6) 2019 that the patient was seen by her physiatrist yesterday ((B)(6) 2019) for a pump refill when the catheter was noticed to be intact but misplaced from previous. The pump catheter was over the pump rather than behind the pump. It was anterior in the lower pole of the pump. The patient was being seen today ((B)(6) 2019) for evaluation and refill. The physician planned to refill the pump today and would schedule the or (operating room) for a revision. The patient was requesting a dose increase and they would also do that today. The pump was then refilled using fluoroscopy without incident. The expected return was 2.8 ml; the actual amount returned was 3 ml; the dose was increased; and the patient was discharged to home. A surgical revision was performed on (B)(6) 2020. Clinic notes dated (B)(6) 2020 noted that the patient was being seen post-op following the revision and denied any post-op complaint except for itching over the incision site. The incision on examination was clean and dry. The patient was to continue using the binder for 4 weeks and follow-up as needed. No further complications were reported/anticipated.